Manufacturer narrative:
Continued e.1. Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Healthcare professional also reported "herniation of breast tissue into the areolas", which is not device-related. Device remains implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Healthcare professional also reported "herniation of breast tissue into the areolas" which is not device-related. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, d9, e1, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. Other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade ii and herniation of breast tissue into the areolas¿ via ultrasound. Later healthcare professional reported "hole non-specific". This record is for the left side. Device explanted.